Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-26389. Related manufacturer's reference number: 2017865-2021-26390. Related manufacturer's reference number: 2017865-2021-26391. It was reported the patient presented in clinic with an infection. The entire system including the implantable cardioverter defibrillator (ICD), the left ventricular (lv) lead, the right ventricular (rv) lead, and the right atrial (ra) lead were explanted with no issue. The physician opted to replace the rv lead and use the ICD outside of the patient's body as a temporary generator. The patient was stable.